Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Unclearable eri due to measurement system lock-up issue.

Event description:
It was reported that the patient's device had a measurement lock-up occur. The device reverted to vvi65 pacing and appeared to be at elective replacement indicator (eri) erroneously. The device was reset to clear the lock-up and the device remains in use. No patient complications have been reported as a result of this event.